Event description:
The customer reported that during a patient related event, their device lost power. There was no information provided regarding the treatment the patient was receiving; however the customer did state that there was no adverse outcome to the patient as a result of the reported failure.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
Physio-control examined the customer's device and verified the reported intermittent failure. Physio then replaced the power pcb assembly and after observing proper device operation through functional and performance testing the unit was returned to the customer for use. Physio further evaluated the removed power pcb assembly but was unable to duplicate the reported failure on mock-up. The assembly was heated, cooled and flexed, with no discrepancies observed. The cause of the reported failure could not be determined.